Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced uncomfortable stimulation in the abdomen, and it was confirmed that the leads moved anterior. Surgical intervention was undertaken wherein both leads were explanted and replaced to address this issue. Effective therapy was restored post-op.